Manufacturer narrative:
The motor is not a single use device. Approximate age of the device will be provided with the investigation results. It was unclear as to whether the device would be returned to the manufacturer for evaluation. The product disposition will be requested from the user facility. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during extracorporeal circulatory support, the perfusionist observed that the pump set speed could not be reached despite adjusting on the primary console. A "motor disconnect" alarm occurred even though the system was properly connected. The motor was switched out to a new one and the pump set speed could be reached with the same primary console. There was no report of an adverse impact to the patient during this event. The motor was sent to the hospital's biomed to be tested where there were no obvious issues reaching the set speed while running on a mock loop. The motor would be left to run on the mock loop for the remainder of the day for operational re-assessment. No further information was provided.

Event description:
Additional information received from the customer reported the cause of the issue was determined to be internal wiring at the base of the drive. There was no adverse impact to the patient. The system was tested and customer reproduced and confirmed the ¿motor disconnect error: m2¿ message. The motor l00485-0024 was causing the problem and was taken out of service. There were no obvious wire/cable damage. The motor was running ok for the first few hours of testing. Then they noticed the motor was abnormally hot and was causing the disposable to make mechanical noises. This happened before it failed. The motor was not sent for evaluation and was disposed. In addition, the backup console was being used when the problem was experienced. As a precaution, the customer took three backup consoles out of service. Customer stated they were not sure if the console caused the motor to fail or the motor failed by itself. The motor in question was tested with another primary console that was known to be working correctly and the "motor disconnect: m2" message appeared during turn on. The customer concluded the motor was at fault. The backup console that was involved in the event remains in use for teaching purposes and not in clinical use. The other two consoles are in storage. The serial numbers were not provided, they will not be returned, and the customer determined the event was caused by the motor. No additional information was provided.